Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they mash a different button than they were was pressing to get it to prime. Customer's blood glucose level was unknown. Customer also stated that they had problems with priming . The device will not be returned for analysis.